Manufacturer narrative:
Device is combination product.

Event description:
It was reported that hypertension and death occurred. Vascular access was obtained via the femoral artery. A percutaneous coronary angioplasty was being performed on a 90% stenotic, 24x4.5mm, eccentric, de novo and moderately tortuous lesion in the moderately tortuous and non-calcified right coronary artery. The lesion involved a significant bend > 45 degrees. Following predilatation, a 3.50 x 20mm promus element plus stent was deployed. The patient developed hypertension and collapsed on the table. The cause of the death is unknown. The physician considered the death related to the stent and procedure.